Manufacturer narrative:
(B)(4). An amo field service evaluated the system at the customer location and found the laser to be operating per its specification. An amo clinical development manager provided surgical support to the clinic doctor and staff. No issues were reported. All pertinent information available to amo has been submitted.    Placeholder.

Manufacturer narrative:
The doctor was not entering the correct k values for a standard treatment. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with an overcorrected vision in each eye. There was no loss of best corrected visual acuity in the right eye and the left eye had a 2 lines loss of best corrected visual acuity and was reported to be +10.00 diopter over corrected in the left eye.